Event description:
It was reported that the programmer crashed and exhibited unrecoverable software error. After multiple attempts another programmer was used and the device exhibited loss of pacing. Autocapture values were adjusted. The issue was resolved and the device could be interrogated. The patient was in a stable condition.